Event description:
Per the clinic, the patient experienced pain with stimulation resulting in the decision to discontinue use of the device. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(4).

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013 and the patient was reimplanted with another device during the same surgery. This report is filed october 23, 2013. Device not received yet.

Manufacturer narrative:
This report is filed february 25, 2014.

Manufacturer narrative:
(B)(4). Implanted device remains.